Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient saw an end of service (eos) and an elective replacement indicator (eri). It was noted that during the call they saw the eos screen on their patient programmer. The patient reported the device was off and no longer providing therapy. They stated that they thought it would last 5-7 years but it only lasted 2. The patient stopped feeling stimulation in their legs and feet. The patient was redirected to follow-up with a healthcare professional (hcp). No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had a battery charge session scheduled for (B)(6) 2017. The cause of the premature eos was unknown at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Product event summary evaluation determined that investigation is needed because it was reported that the patient claimed they received a premature eos, and eri, and they stopped feeling stimulation. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; the root cause of the premature eos remains unknown. Follow-up was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the eos was that the patient was using it for several days then noticed that it was not tingling in their leg. The patient put their device against the battery and it told them to call their healthcare provider (hcp). The steps taken were that the patient scheduled an appointment and they felt the battery was gone. No further complications were reported or anticipated.